Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the patient¿s reported groin pain. Additional information was requested; however the contact did not wish to provide any additional information at this time. A manufacturing review was performed and found that the lot was manufactured to specification. Should additional information be provided, a supplemental MDR will be submitted. Remains implanted.

Event description:
It was reported that on (B)(6) 2012 the patient had a right inguinal hernia repair with the implant of a bard 3dmax light mesh. Several years later in 2016 the contact reports that the patient started to experience right sided groin pain that has gotten worse over the course of the year. The contact stated that the patient has seen a urologist who performed a CT scan and found a hernia in his left groin but no recurrence in the right. As reported the urologist referred the patient to see a surgeon to address his chronic pain. It is reported that the patient was prescribed narcotic pain medication.